Manufacturer narrative:
This lead was subsequently surgically abandoned. An acute rv lead was placed successfully. As no further information concerning this report is expected, our investigation is complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had microdislodged. Loss of capture and high output were evident (0.1 volts @ 0.05 milliseconds). There were no reported adverse patient effects, beyond the early surgical intervention.